Event description:
Event description guidant received information that this transvenous implantable lead exhibited non-capture and oversensing of p-waves. The r-waves had decreased to 1mv. It was determined that the lead had dislodged.